Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unknown right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of greater than 125 ohms. The shock vector configuration was reprogrammed from a double coil configuration to a single coil configuration. The subsequent shock impedance was within normal range. There were no adverse patient effects reported. This rv lead remains in service.